Manufacturer narrative:
An assessment of the event was performed by valeant medical personnel. The event is possibly related to the product. The product was not returned and the lot number was not reported. The manufacturer's investigation identified no causal factors and no conclusion can be drawn.

Event description:
Doctor reported a male patient experienced tissue necrosis after using lidocaine buffered with onset dialed to 17 for a pdl injection. Patient is a smoker. The doctor uses onset regularly in non-smokers with no issue. The patient experienced tissue sloughing one week after dental treatment. The event was fully resolved 1.5 months later with no intervention.